Event description:
The caller reported she tested her father, and obtained a reading of 18.1 mmol/l which she perceived as 181 mg/dl. The customer then received a reading of 170 (units of measure unknown) at his md and 700 mg/dl at the hospital. The customer was hospitalized with weakness and thirst and was diagnosed with dka.

Manufacturer narrative:
Na